Manufacturer narrative:
Unit power up properly after battery installation. No missing segments anomalies were noted. Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with missing display window cover. Unit received with peeling serial number label. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the bar at the top of the display was missing. The customer's blood glucose level was unknown. No further information was given. The device will be returned for analysis.